Event description:
It was reported that during a device eval conducted at the manufacturer, the drill heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacture for an unrelated issue and upon eval, an overheating condition was discovered. Internal components were evaluated and a worn rotor housing was discovered. This condition could result in increased friction between rotating components, resulting in heat being generated. The rotor housing was replaced and additional preventative maintenance was also performed. The drill was repaired and returned to the customer.